Event description:
The customer contacted beckman coulter (bec) stating that the coulter lh 750 hematology analyzer was leaking. The volume of the leak was approximately 20 ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that the source of the leak was pinch valve (vl46b). The fse cleaned the spill and replaced the affected tubing. No further evidence of leaking was observed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).